Event description:
Boston scientific received information that the lead safety switch (lss) was triggered on the right atrial (ra) lead for out of range pacing impedance measurements. Noise was also observed on the ra and right ventricular (rv) leads.the noise on the rv channel was oversensed and led to pacing inhibition for this pacemaker dependent patient. Subsequently a revision procedure was performed where the ra and rv leads were surgically abandoned. New ra and rv leads were implanted with the existing device. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.